Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos. Upon inspection of the photos, it was observed that the extension tubing was ballooned in the area below the nose of the dual port adapter confirming your reported defect. Tubing ballooning is not known to originate from the manufacturing process. The IFU states a maximum power injector pressure limit setting of 300 psi. Exceeding specification can result in the ballooning of the extension tubing. Based on the event description, exceeding specification likely resulted in the ballooning of the extension tubing. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced tubing expansion/ballooning. The following information was provided by the initial reporter: extension set below infusion ports swelled during CT contrast infusion. Patient receiving IV contrast for CT scan, toward end of infusion pressure limit became high, nurse noted that the tubing just below the pink q-syte appeared 'swollen'.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced tubing expansion/ballooning. The following information was provided by the initial reporter: extension set below infusion ports swelled during CT contrast infusion. Patient receiving IV contrast for CT scan, toward end of infusion pressure limit became high, nurse noted that the tubing just below the pink q-syte appeared 'swollen'.